Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). (B)(6). A follow-up report will be submitted once the repair has been complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the orange and green power led had contact failure. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 02apr2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.